Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the proximal handle actuator was never used as the issue with the delivery catheter system (dcs) occurred prior to the valve being fully loaded and before entering the patient. Subsequently the valve was unloaded from the dcs and loaded onto a new dcs.

Manufacturer narrative:
Continuation of d10: product ID: {harmony}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the harmony delivery catheter system (dcs) on the back table, several issues were identified. The dcs was found to be damaged, and the actuator was separated. Additionally, the hemostasis valve body actuator would not lock properly, causing the coil of the delivery system to move freely and fluid to flush retrograde. These issues were noted prior to insertion into the patient. As a result, the product was changed out before the implant, and a new dcs was used, leading to a successful implant with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle components appeared intact. The device luer appeared intact. The tuohy borst body appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The haemostasis valve (hv) actuator was able to be fully rotated clockwise and locked, with initial resistance noted and slight resi stance when rotated past the initial resistance. The hypotube was unable to be moved when the hv actuator was locked. The proximal handle actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. When water was flushed through the side port when the hv actuator was locked, no leak was from the hv body. The hv actuator was removed from the hv body and deformation was visible to the first layer of threading on both the hv actuator and the hv body. Debris was visible within the threading of both the hv actuator and the hv body threading. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the harmony delivery catheter system (dcs) on the back table, several issues were identified. The dcs was found to be damaged, and the actuator was separated. Additionally, the hemostasis valve body actuator would not lock properly, causing the coil of the delivery system to move freely and fluid to flush retrograde. These issues were noted prior to insertion into the patient. As a result, the product was changed out before the implant, and a new dcs was used, leading to a successful implant with no further issues. No patient complications have been reported as a result of this event. Additional information was received that the proximal handle actuator was never used as the issue with the dcs occurred prior to the valve being fully loaded and before entering the patient. Subsequently the valve was unloaded from the dcs and loaded onto a new dcs.

Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.